Manufacturer narrative:
It is unknown if there is any patient involvement. No patient information has been provided. It is unknown when screwdriver became deformed. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number and email address are unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, the tip of the screwdriver is deformed. It is unknown if there is any patient or procedure involvement. This report is for a large hexagonal screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on june 26, 2018, it was noted that the tip of the screwdriver was deformed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device evaluated by MFR, device manufacture date: a device history record (DHR) review was conducted for part: 314.270, lot: 9755024: manufacturing site: bettlach, release to warehouse date: 19.jan.2016: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the visual investigation of the returned screwdriver has shown that the hexagonal tip are normal wear and tear marks as complained. All in all the instrument is in a good condition. Dimensional / inspection not required as root cause is use related. Document/specification review: not required as root cause is use related. Summary: the received condition of the screwdriver is against with the complaint description it is only visible wear and tear marks on the hexagonal tip. This lot of (B)(4) pieces was manufactured in january 2016 according to the specification. The review of the production history revealed that this instrument was manufactured according to the specifications. The parts conformed to dimensional / visually specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. No other damages are visible. We can only assume that this instrument was used a lot of times added multiple mechanical overload situation during use is the reason for the wear and tear marks on the hexagonal tip. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.